Manufacturer narrative:
A field service engineer (fse) went on-site and found a piece of tubing associated with the sheath tank cut. Fse replaced all associated tubing which resolved the leak. The unit operation was verified. The cause of the leak is attributed to the cut tubing associated with the sheath tank. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report crusty and wet diluent around the sheath tank on the right hand side of a coulter lh 780 hematology analyzer and below the tank. There was dried blood and crusty white powder observed. The volume of the fluid that leaked is unknown. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and face protection at the time of the event. No injury or exposure was reported and there was no affect to patient samples or results.